Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a physician in training completed an arteriotomy closure of a left common femoral artery after a diagnostic procedure. During the procedure the sterile field was compromised, however, hemostasis was achieved with the device. Seven days post procedure, the patient was admitted to the hospital for fever, and infection to the puncture site. Two days later, the clip was removed, and the patient remains hospitalized for treatment. There is no additional information available.